Event description:
The customer initially reported that the lma-proseal would not remain inflated during the pre-testing. Subsequently, the customer reported that the proseal was in the pt when it was determined that it would not hold inflation. The customer stated that the device was removed immediately and replaced with another. Customer reported that no problem or injury occurred to the pt.